Manufacturer narrative:
The subject device is not available.

Event description:
Resistance was encountered while advancing the coil into the microcatheter's hub. It was reported that when the coil was withdrawn, it broke off in the microcatheter's hub. There was no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device noted that main coil was returned inside of a microcatheter. The main coil was noted to be jammed inside of the microcatheter hub and broken at its detachment zone. The main coil was also visually confirmed to be kinked, stretched, and tangled. Based on analysis and the information available, it is likely that procedural factors resulted in the reported event. Therefore, an assignable cause of operational context has been assigned to this event.

Event description:
Resistance was encountered while advancing the coil into the microcatheter's hub. It was reported that when the coil was withdrawn, it broke off in the microcatheter's hub. There was no reported clinical consequences to the patient due to this event.